Event description:
It was reported that the biomed stated they had the arctic sun device that gave an alarm 108 when on a patient. They brought it to the shop and had tested it in therapy and did a functional check and the device did not give any alarms. Biomed asking what the alarm 108 means, s/n (B)(6).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. They brought it to the shop and had tested it in therapy and did a functional check and the device did not give any alarms. Biomed asking what the alarm 108 means, s/n (B)(6). A DHR review is not required as the reported event is unconfirmed. A risk review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they had the arctic sun device that gave an alarm 108 when on a patient. They brought it to the shop and had tested it in therapy and did a functional check and the device did not give any alarms. Biomed asking what the alarm 108 means, s/n (B)(6).